Event description:
It was reported that on (B)(6) 2025, the patient underwent orif surgery for distal humerus fractures. While drilling, the tip of the drill bit broke off. The broken tip remained in the bone, and the surgeon decided to leave it in place. The surgery was completed successfully with no surgical delay. No further information is available.

Manufacturer narrative:
Product complaint # (B)(4) this report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: h6 component codes: most relevant component code is g07002 (appropriate term/code not available) to capture no findings available due to no product returned. Investigation summary: product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable device history lot: manufacturing location: inspected, packaged, sterilized and released by: monument / supplier- (B)(4). Release to warehouse date: 26-sep-2025. Expiration date: 01-sep-2035. Part number: 03.133.101s, 2.0mm drill bit qc 140mm ster 60mm calibration. Lot number: 82889p1 (sterile). Lot quantity: (B)(4). Component part(s) reviewed: part number: 03.133m101 - 2.0mm drill bit qc 140mm. Lot number: u472445. Lot quantity: (B)(4). Inspection instruction met all inspection acceptance criteria. Inspection sheet, incoming final inspection ns072629 rev c met all inspection acceptance criteria. Certificate of conformance received from orchid unique dated 30-apr-2025 was reviewed and determined to be conforming. Hardness specified at 50-55 hrc and certified at 50.8 hrc. Device history review: a manufacturing record evaluation was performed for the finished device with batch number 82889p1. No nonconformities or manufacturing irregularities have identified related to the complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.